Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system reported water damage in main legacy half height drawers 3.1 and 4.1. A field service engineer (fse) utilized customer-supplied motherboard assembly boards (moabs) and cubies, cleaned the affected areas, and reconfigured the drawers. The technician verified proper operation through the inventory application, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.1 sustained water damage. Nursing staff reported the presence of liquid, and upon review, an unidentified fluid was observed within the drawer. Multiple pockets were found to have failed, and the moab board may require replacement to restore functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.